Manufacturer narrative:
Device passed displacement test; it failed self test. All buttons functioned properly. No damage noted to keypad assembly, and j1 connector on electrical board was locked properly during visual inspection. Device passed the keypad voltage test. Self test returned an unexpected pump error 63. Pump error 63 is confirmed in the formatted history file (variableinfo = 3) due to a broken trace at the u1 keypad assembly. No unexpected audio/vibrate anomaly/absence of alarms were noted during testing.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information indicated by medtronic that the buttons were stuck on keypad. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.